Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable high inr result from a coaguchek inrange meter serial number (B)(4) compared to the laboratory method of "chronometric diagnostica stago." The result from the meter was 5.5 inr and the laboratory result was 3.5 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer confirmed the strip lot used was 32264314. Customer materials were not returned for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred.